Event description:
No reported pt/user injury and no med intervention, alleged underinfusion. Report reads - "pt was commenced on a diamorphine. Infusion in 2007. Pump measured twice overnight at 21.00hrs and then 00.00hrs. On checking pump at 05.50hrs, the indicator light was not working and infusion was measuring the same as when last checked at 00.00hrs. Pt was not in distress or discomfort. No actual injury caused, no reported clinical effects. No med intervention.

Manufacturer narrative:
Evaluation summary: device evaluated, and evidence of fluid ingress or contamination found under switch pin insulating sheet which could have caused the syringe driver to perform incorrectly, and may have caused the driver to stop.